Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the peel apart introducer kit, 10f that are cleared in the us. The pro code and 510 k number for the peel apart introducer kit, 10f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire were returned for evaluation. Gross, microscopic visual and dimensional testing were performed. The investigation is confirmed for the reported deformed guidewire and fracture issue and the identified material protrusion and material separation issue as the guidewire was noted to have a bent portion near the distal end and the round core wire was noted to have a complete break and protruding from the guidewire. However, the investigation is inconclusive for the reported difficult to remove issue, as the exact circumstances at the time of the reported event cannot be verified. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 02/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a chronic catheter placement procedure, the wire was allegedly bent when attempted to pull it out and didn't come out easily. It was further reported that the wire allegedly broke off at one end. Reportedly, the device was removed from the patient. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a chronic catheter placement procedure, the wire allegedly bent when attempted to pull it out. It was further reported that the wire allegedly broke off at one end. Reportedly, the device was removed from the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the peel apart introducer kit, 10f that are cleared in the us. The pro code and 510 k number for the peel apart introducer kit, 10f are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 02/2026.